Event description:
It was reported that this right atrial (ra) lead exhibited noise that was being oversensed which resulted in pacing inhibition. However, the patient did not have pacing inhibition of greater than two seconds. Isometrics was performed and the noise could be re-produced. Additionally, it was noted that pacing lead impedances are high out of range measuring greater than 2000 ohms. Subsequently, the patient underwent a lead revision procedure and this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned lead was analyzed and a visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break about 272mm from the distal end. Both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right atrial (ra) lead exhibited noise that was being oversensed which resulted in pacing inhibition. However, the patient did not have pacing inhibition of greater than two seconds. Isometrics was performed and the noise could be re-produced. Additionally, it was noted that pacing lead impedances are high out of range measuring greater than 2000 ohms. Subsequently, the patient underwent a lead revision procedure and this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.